Event description:
It was reported that the right atrial (ra) lead experienced low impedance and a sensing value that was unable to be measured after the surgical site was closed. The lead was then changed to unipolar. A hemorrhage was also reported inside the implantable pulse generator (ipg) pocket, resulting in the removal of the device from the pocket to provide hemostasis treatment. The lead and device remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).